Event description:
The cup impactor screw tip cold welded into the cup which made it impossible to release from the cup after implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices confirms the reported event; the impactor tip is assembled to the cup. The impactors tip was the only part of the device returned for examination. The devices were unable to be disassembled for examination, and per procedure destructive testing can not be performed as the devices are retained. A complaint database search on the duraloc curved cup impactor identified similar complaints which were attributed to misuse as it was found the threads on the impactor were damaged/cross threaded onto the mating cup causing the reported events. Based on previous investigations, the root cause is attributed to misuse. Based on the root cause of misuse, corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.